Event description:
It was reported that the patient had a left hip revision, went from a bipolar to a total hip due to wear in the acetabulum.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding revision of a bipolar head due to wear of a patient's native acetabulum was reported. The event was confirmed. Medical records received and evaluation: clinician review of the provided records concluded: "after four years and ten months in situ in this elderly osteoporotic female, groin pain from post acetabular wear and/or arthritis is not unexpected. A primary total hip arthroplasty for femoral neck fractures is often performed for this reason. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: clinician review of the provided records indicated the revision was performed for normal wear of the patient's native acetabulum, a condition unrelated to the device. No device failure modes were identified.

Event description:
It was reported that the patient had a left hip revision, went from a bipolar to a total hip due to wear in the acetabulum.